Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg became inoperable approximately 2 years ago. It is unknown if the ipg depleted prematurely or not.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.